Event description:
The customer stated when he opened a new carton of test strips, the bottle was open and the strips had fallen out inside the carton. The customer did not allege any adverse events. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips will be sent.